Event description:
It was reported that stent thrombosis, vessel dissection, and chest pain. Few hours after successfully implanting a 3.00x38mm promus premier¿ drug-eluting stent, the patient came back to the cath lab complaining of severe chest pain and noted that there was a stent thrombosis. Manual aspiration catheters were used to restore blood flow. Subsequently, a dissection was noted distal to the implanted 3.00x38mm promus premier¿ stent via an intravascular ultrasound (ivus). This was treated by implanting a new stent to cover the dissection. No further patient complications were reported and the patient did well with no ill effects.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).